Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two episodes that were analyzed. The first episode showed a non-sustained ventricular tachycardia where an atrial pace blanked the ventricular intrinsic deflection. This occurred due to a device algorithm that caused premature atrial pacing, then the device paced in the ventricle, and this appeared to have induced a ventricular arrhythmia. At the end of the episode the rate fell below the therapy zone. Some minutes later a new ventricular episode started where appropriate anti-tachycardia pacing, and shocks were delivered. Reprogramming suggestions were discussed with the caller. The ICD remains in service. No additional adverse patient effects were reported.